Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking form the plunger end of the cartridge.

Event description:
The pt reported that cartridges out of his supplies leaked when he filled the cartridges with insulin and were not used. The pt stated that on (B)(6) 2011, he filled another cartridge and it did not leak during that time; later, he did not notice any moisture in the cartridge compartment. He reported that while using this cartridge his blood glucose was 420mg/dl without ketones or symptoms of hyperglycemia. The pt denied the presence of air bubbles, redness at the infusion site, or bent or kinked cannulas. He said, he replaced the infusion set and cartridge; his blood glucose resolved into his usual range. The pt declined offers from customer support to trouble shoot the pump as he noted that his blood glucose readings have been within target since that time.